Event description:
It was reported that a patient had a greenlight procedure on (B)(6) 2015. Reportedly, the patient is "still having discomfort and bladder issues." The patient is considering a second opinion. No further information was reported at this time.